Event description:
It was reported that the device was used during a thoracotomy. It was reported that the clips failed to form properly. Another device was used to complete the case. There was no patient consequence.